Manufacturer narrative:
H10: internal complaint reference case- (B)(4).

Event description:
It was reported that, after a tka surgery had been performed on (B)(6) 2012, the post of the gii ps insert sz 5-6 9mm got fractured. This adverse event was solved by performing a revision surgery on (B)(6) 2024, in which the insert was exchanged to a new one of the same size. Current health status of patient is unknown.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection revealed that the post broke off the implant. The visual also reveals scratches, gouges and discoloration in the explant. The device shows signs of wear. This inspection was conducted by naked eye. The knee insert post deformation and/or fracture may have been due to repeated posterior contact of the femoral cam on the post combined with excessive posterior to anterior shear force during activity. However, this could not be isolated as the root cause for this particular failure mode. Some additional factors that could have contributed to the reported event include patient anatomy, abnormal loading of limb and/or traumatic injury. The clinical/medical investigation stated that the requested clinical documentation had not been provided; therefore, definitive contributing clinical factors could not be concluded. The current patient status and the details leading up to the event and symptom onset are unknown. The patient impact beyond the broken post and subsequent revision cannot be determined, although a brief post-surgical recovery phase would be anticipated. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that the implant can break or become damaged as a result of strenuous activity or trauma. Has been identified as a warning and precaution. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. Per material specification, the quality and manufacture of polyethylene as ram-extruded rod and compression-molded rod and plate shall be controlled. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.